Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-06412. It was reported the patient was not receiving effective stimulation from her scs system. X-rays were taken and it showed the lead has migrated. A sjm representative met with the patient and attempted to reprogrammed the system but was unable to recapture coverage for all pain areas. Follow-up identified the patient underwent surgical intervention to revise the lead. During the procedure the physician removed the lead and created a second laminectomy to place the lead in a different position. The same lead was used. Additionally, the physician relocated the ipg pocket because it was causing pain and some discomfort. The patient reported effective stimulation coverage post-operative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.